Event description:
It was further reported that the pt had three complicted, highly calcified lesions in the proximal-mid and distal rca. The proximal-mid rca lesion was pre-dilated and a stent was delivered, but did not expand properly. A serious of balloons were used in attempts to deploy the stent, but they were unsuccessful. The nc monorall was then used at 24 + atms to fully deploy the stent. The balloon aggarently ruptured, became caught in the stent and could not be removed. In the process of trying to remove the balloon, the shaft broke and distal end of the catheter was retrieved by snare. The physician believes there was a proximal bond failure and he wa then unabele to fully deflate the balloon. The catheter and balloon were removed intact, no fragments remained in the pt. The pt was then taken to bypass surgery because the physician was not able to inflate the balloon at high enough pressure to deploy the stent due to heavy calcification inthe artery and there were two high grade stenoses beyond the stented area.

Event description:
It was reported that during a ptca procedure, the balloon ruptured at 24+ atmospheres (rpb=20 atm) and became entrapped in a stent. After several manipulations the physician pulled on the catheter for removal and the shaft broke. A portion of the catheter remained in the patient and was removed with a snare. Patient status is listed as "okay".